Event description:
It was reported that the device shows a pressure alarm. Per reporter, the event occurred during set up. There was no patient involvement.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing confirmed the reported issue was due to an out of calibration downstream occlusion (dso) sensor. The cutoff pressure was too low. The dso sensor was recalibrated to address this issue.